Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (2gm, intraperitoneal, every 7th day, discontinued), forzid injection (250mg, intraperitoneal, each bag, discontinued), gentamicin injection (20mg, intraperitoneal, everyday, discontinued) and meropenem injection (1gm, intravenous, once a day, discontinued) for the event. On an unknown date, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.